Manufacturer narrative:
This report is submitted on may 20, 2019.

Manufacturer narrative:
Correction: the incorrect dar was previously supplied. The correct dar is now attached. Additional information: intravenous antibiotics were administered. This report is submitted on july 19, 2019.

Manufacturer narrative:
This report is submitted on may 20, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an infection. The patient was re-implanted at the same surgery.